Event description:
Edwards received information that a 19mm aortic valve implanted twelve (12) years, five (5) months is failing due to severe aortic stenosis and so the patient was approved for transcatheter valve-in-valve intervention. A 20mm transcatheter valve is planned to be implanted inside the 19mm aortic valve. The valve-in-valve intervention will take place at a later date. No further information was provided.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. If additional information is received a supplemental MDR will be submitted. Without return of the device or additional information the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve intervention after an implantation duration of twelve (12) years, nine (9) months, eighteen (18) days due to critical aortic stenosis and bioprosthetic valve deterioration. A 20mm transcatheter valve was implanted inside the disabled 19mm bioprosthetic aortic valve. Both devices remain implanted. There were no complications. The patient also underwent repair of the right femoral artery without complications. Post operative course was complicated with respiratory insufficiency in the setting of copd exacerbation as well as bilateral effusions l > r. Chest u/s was done which showed simple b/l pleural effusions l > r and she underwent thoracentesis on the left with 860cc of fluid drained, no evidence of infection noted. The patient was discharged.

Manufacturer narrative:
(B)(4). Structural valve deterioration (svd) can result in regurgitation and/or stenosis. In this case, the bioprosthetic valve deterioration led to the stenosis. Based on the information received the root cause of the event cannot be determined; however, the patient's known medical history and patient factors may have contributed to the event. (B)(4).